Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01641, -01642, -01643, -01644. This report will be updated when the investigation is complete.

Event description:
Allegedly ever since surgery in (B)(6) 2011, patient. Has had severe pain; allegedly the patient was revised due to pain and cup failure. It is alleged that particulate debris from the packaging of the implant was responsible for the cup failure.